Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results of "around 40 mg/dl" with the subject meter and "116 mg/dl" with the laboratory device, performed between 10-30 minutes of each other. This complaint is being reported because, the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.